Manufacturer narrative:
Date sent to the FDA: 02/05/2016. It was reported that the patient underwent a bilateral breast implant procedure on (B)(6) 2015 and suture was placed continuous. Following the procedure, the patient experienced a skin irritation, rash and burnt skin that was very itchy. The doctor stated that both sides had skin irritations and burns. The patient was seeing a doctor on (B)(6) 2015. It was reported that breast tissue appeared infected and wound was contaminated. On (B)(6) 2015 the patient underwent a re-operation. The doctor noticed small holes in the skin where the suture entered and the tissue was pulling apart right at each place the suture was located. When the doctor touched the suture, it fell apart. The infected area was washed, antibiotics were administered and the incision has been reclosed with other suture. It was also reported that the patient was seeing a doctor on (B)(6) 2015. (B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a bilateral breast implant procedure on (B)(6) 2015 and suture was used. The patient was seeing a doctor on (B)(6) 2015. Two weeks following the procedure, the patient experienced a skin irritation along the suture line under the left breast, but the right side of the breast incision was fine. The doctor noticed small holes in the skin where the suture entered and the suture fell apart when the doctor touched the suture. The infected area was washed, antibiotics were administered and the incision has been reclosed with other suture. Additional information has been requested.